Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the infusion set leaked and she had low blood glucose levels. The customer's blood glucose level was 47 mg/dl. The customer did not complete troubleshooting, but said she would call back to troubleshoot when she felt better. Nothing was replaced or returned.